Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor was not forwarding alarms and no alarm was triggered during an invasive blood pressure measurement. The ICU patient was left unattended for 5 minutes and required resuscitation. No additional information was provided; therefore, good faith efforts are being performed.